Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was still having concerns with their device or therapy, but they were working with their doctor or medtronic representative. It was noted that the patient had an appointment scheduled for (B)(6)-2013.

Event description:
Additional information received reported that the stimulation had been "increasing on its own". It was noted that the problem started "two months ago". It was stated that there were no falls or accidents that might have caused the problem. It was unknown if the patient had programming done prior to this. It was unknown if the adaptive stimulation feature was enabled or if the positional readout on the programmer was correct when the problem occurs. Additional information received from the health care provider (hcp) reported that the cause of the event was "post operation". It was noted that the implantable neurostimulator (ins) was attributed to the event. It was stated that there were no abnormal impedances. It was reported that the patient did not require hospitalization and the patient outcome was "no injury".

Event description:
Additional information received reported that the patient was seen in the clinic (B)(6) 2015 without any complaints of the spinal cord stimulator (scs) and was using the scs 88% of the time. The patient could recharge normally and was receiving effective therapy. Reprogramming was scheduled, but the patient as a no show. It was unknown if there was a 50% or greater symptom reduction. The cause of the event was not determined. It was unknown if it was device related. It was unknown if reprogramming was needed. It was unknown if there was a loss of therapeutic effect. It was unknown if the patient experienced a loss of stimulation or if the loss of stimulation was sudden or gradual. The patient¿s status was unknown. The patient had recovered without permanent impairment.

Event description:
Additional information received reported that the stimulator was changing by itself. This began 6 months after implant. When at work, stimulation would change from 3.4 volts to 5.5 volts. It was noted that the patient had had the stimulator adjusted. Follow-up determined that the patient did not have concerns about their device or therapy. No further follow-up was required.

Event description:
It was reported that the patient's stimulation was "asking up" on (B)(6) 2013. It was not clear what that meant. It was stated that the patient was on program d. It was reported that "a few months ago" the stimulation went up "so high", but it only happened once. It was reported that the implantable neurostimulator (ins) "went up so high the previous day that it was swelled up to 3-4 times". It was reported that the swelling was over the ins. It was stated that the ins was in the patient's abdomen. It was reported that the patient's belly was swollen and the her belly was "twice the size it normally is". When the patient went to get her programmer, she walked "bow legged". When the patient was across the street, the stimulation came back on too high. It was reported that when the patient the turned stimulation off the swelling and other symptoms went away. It was reported that "about a week ago", the patient leaned over the counter and afterwards she noticed the ins hurt "for a while". It was reported that the previous day, the patient's stimulation was at 5.30 v and then when she sat down, it lowered the stimulation as it was supposed to. When the patient stood up, stimulation slowly ramped up as it should, but then stimulation when back on 7 v or "something". It was stated that there were times when the patient needed stimulation at 7.0v. It was reported that it had been a month since the health care provider "messed" with the ins. The patient did not think that programming was related. The patient had an appointment with their health care provider on the following day. It was noted that the patient has not needed to adjust stimulation "that much".

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).